Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation confirmed a type 3b of the main body stent. The clinical evaluation additionally found calcifications in the aortic wall are potential contributing factors to the reported event. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension and two limb extensions on (B)(6) 2013. Follow up imaging shows a potential type 3a endoleak. On (B)(6) 2017 the patient had a secondary intervention and the physician elected to implant non-endologix cook main body and two limb extensions to seal the endoleak. A completed clinical evaluation by endologix found there was a type 3b endoleak of the main body stent. Final patient status was not reported to endologix.